Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose on (B)(6) 2018. The customer's blood glucose was 40 mg/dl at the time of admission. Troubleshooting did not find any issues with the insulin pump. The insulin pump passed a self-test and the reservoir volume was correct during testing. The insulin pump will not be returned for analysis.